Event description:
While performing a procedure with the gynecare thermachoice iii uterine balloon catheter, a motor failure appeared on the monitor. The procedure was temporarily stopped to allow for consultation with the MFR. MFR's technical support indicated that the probe has a thin wire in the lumen of the small clear tube and, if it is bent or twisted, the wire will break and the motor inside will cease. Technical support further indicated that there was not any danger in using the balloon without the motor, however, they did recommend trying a new probe. A new probe was used without failure.